Event description:
Healthcare professional reports that no clot was detected with hemochron response coagulation system. Customer reported issue occurred intermittently now more often. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device involved in incident evaluated. Instrument device history record reviewed and device history record for tube lot was also reviewed. There are no ncmrs and instrument and tube met all qc specs. There were no complaint trends or related CAPA/ncmrs identified. Result: record evaluation completed. Device operated according to specs. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.